Manufacturer narrative:
Corrected field: d9 - device available for evaluation. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to correct the previously submitted d3, d4, and g1 information.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front actuated-grip exhibited an item broke during procedure causing some disruption. The issue occurred during an unspecified procedure. There were no reports of patient or user harm, injury, or death.